Event description:
I had lasek eye surgery in 2022 in the UK at (B)(6). Since then, I have been suffering from ongoing dry eye and now I have come to know it's corneal neuralgia. I have been suffering from constant pain, burning, itching, corneal abrasion, fatigue, light sensitivity and mental health problems and left feeling suicidal without proper medical help. No one understands what I am truly going through and no one wants to help make a ban refractive eye surgery.